Event description:
The hosp rep reported an infusion pump with an 812:02 failure code. The hosp was contacted by the baxter service facility and stated that they have no record of any pt incident involving the pump since the last baxter service event.